Event description:
According to the reporter, the unit did not have any display.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit did not have any display. The unit was triaged and the reported issue was confirmed. Severe corrosion was found on the printed circuit board. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.